Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik was informed: serial number for this complaint is unknown. It was reported that a lead was extracted due to a fracture at the electrode ring. No adverse patient events were reported. Competitor rep will update information when available.